Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by cts to use mdi as a backup therapy to ensure uninterrupted insulin delivery. A replacement pump with updated software was sent, and guidance was provided on storage mode and returning the problematic pump via ups within 10 days.